Event description:
It was reported that the surgeon implanted an cc4204bf one piece collamer lens and the lens tore. The lens was removed immediately without enlarging the incision and there were no sutures required. There was no patient injury reported.